Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump detected a possible issue with the motor and insulin delivery had temporarily stopped to ensure customer¿s safety. Customer stated that the drive support cap appears normal. Customer stated that the insulin pump had been exposed to high magnetic environment. Customer was unable to clear alarm and insulin pump rewind. The device will be returned for analysis.

Manufacturer narrative:
Device stuck in motor error alarm during rewind due to encoder signal out of phase. Unable to perform displacement test and basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test due to motor error alarm during the rewind test. The motor was tested outside the device and failed.